Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high capture threshold and intermittent sensing on the atrial lead. The physician suspected atrial lead fracture. The physician elected to explant and replace the atrial lead. The patient condition was stable.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.